Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological: according to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(6).

Event description:
Per additional information received, the patient has experienced a laparoscopic cholecystectomy and recurrent stress urinary incontinence. Patient underwent segmental removal of the previous bard uretex sling and implantation of an adjust transobturator sling. The patient continued to have worsening left pelvic pain. Per additional information received, the patient required additional surgical interventions.